Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient started self-catheterization in (B)(6) 2018. The hcp reported the need for self-catheterization had not been resolved as the patient needs their remote programmed. It was reported that the patient dropped their remote in water, it stopped working, and they needed a replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that ever since his hemorrhoidectomy about 1.5 months prior, he has lost control of his bowel function and was now wearing diapers. He stated he has never had this issue before, and he has never had issues with any of his implants. He was implanted for his bladder. He tried changing to another program, and it made his bladder issues return. He went back to p1 where he was having bowel issues, but he could not make it to his bathroom that was 10 steps away. His hcp stated they could try a colostomy bag. The patient mentioned that sometimes he needed to cath. He also stated that he did not think it was the device that had the issue, he thought it was something else. He stated he "knows for a fact" that it was not the device. CT scan sh owed that his leads were still in the right spot. He has already tried changing programs, so at this point he wanted to meet with the manufacturing representative for new programs. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer¿s representative indicating that the patient had an appointment scheduled for (B)(6) 2019 to program their loaner programmer but it was rescheduled for (B)(6) 2019 but the patient had to go home before the appointment began. The patient noted a new appointment scheduled for (B)(6) 2019 at 9 am. It was reported that a representative and the healthcare provider met with the patient on (B)(6) 2019 to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer¿s representative indicating that a doctor from the colorectal facility said they added 4 new programs to help them with their fecal incontinence, but the patient lost their programmer and were unable to access the new programs. The patient¿s doctor was contacted to provide the patient with a loaner programmer until they could receive a replacement. The doctor¿s office was going to reach out to a representative so that the new remote could be reprogrammed. It was noted that when driving 60 miles for an appointment, the patient experienced fecal incontinence and going to the bathroom in their pants. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they had an appointment scheduled for (B)(6) 2019. No further complications were reported.